Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Emergency services monitored the customer only and did not provide any type of assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.